Event description:
A patient reported they were unable to obtain a blood glucose result. Their meter allegedly would only prompt error 2 message and would not power on. No comparison was made with any other device. Customer care representative replaced one touch ultra meter. No treatment was administered. No further information has been reported.